Event description:
During surgery, the drill bit broke in the patient's femur. This was noticed at post-op x- ray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.